Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received info that after the electrode was placed, massive oversensing was observed during the implant optimization process. The electrode was removed from the header block and reinserted and the oversensing continued. During this time, two device error messages were displayed. Boston scientific technical services (ts) was contacted and recommended not implanting the device and returning it for analysis. A new device was successfully implanted with the same electrode and no further issues were observed. No adverse pt effects were reported.